Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flush. Customer stated that the distal balloon deflated immediately after being inflated in the iliac vein.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.